Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 - medical device problem code is being corrected to "intermittent loss of power - 4016". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reproduction of the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The unspecified procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-definition liquid crystal display monitor had power turning on and off. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.